Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not calculate the correct amount of insulin to be delivered when requesting a bolus. Customer's blood glucose level ranged between 150-286 mg/dl. No additional information was provided.